Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a 95% stenosis in the mildly tortuous, mildly calcified, mid left anterior descending coronary artery. For pre-dilatation an unspecified 2.5 x 12 mm balloon dilatation catheter (bdc) was inflated to 12 and 14 atmospheres (atm). A 3.0 x 38 mm xience prime stent delivery system (sds) was advanced without resistance to the lesion and the stent implant was deployed at 14 atmo. Post-dilatation was performed with an unspecified 3.0 x 12 mm bdc at 12 and 14 atmospheres. Following post-dilatation a distal edge dissection was observed and a 2.75 x 12 mm xience prime stent implant was deployed to successfully cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.